Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Insulin pump downloaded history/trace file properly using thus. Insulin pump passed the self test, active current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alert during testing. However, pump received with a high sleep current measurement and found in the pump history multiple low battery alerts (faultnumber = low battery alert(104)) in (B)(6) 2021(date)/08:31:04(time), (B)(6) 2021(date)/09:47:00(time), (B)(6) 2021(date)/08:25:00(time), (B)(6) 2021(date)/20:13:00(time) and (B)(6) 2021(date)/2013:13:00(time). Pump was cut open to perform visual inspection and found no moisture or component damage pcb1, pcb2, 40 pin flexible printed circuit/lcd, internal battery and battery tube during visual inspection. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep current measurement remains high. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep current measurement is within spec range. Measured all the test points from 1 to 20 on the pcb 2 by using the oscilloscope and found no anomalies. In conclusion, pump received with a high sleep current measurement and unexpected low battery alarms in the pump history suspected to be in the pcb 2. Also, pump received with missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing display window cover, cracked keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, broken reservoir tube lip, missing reservoir tube o-ring. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed failed battery alarm. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.